Manufacturer narrative:
.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Final analysis confirmed the reported complaint of loss of sensing. It was noted that the lead was returned in two pieces. Insulation abrasions were noted at 37.0 cm to 37.5 cm and 41.0 cm to 41.5 cm from the distal tip. The abrasions were consistent with exposure to constant friction to another implantable device.

Event description:
It was reported that the right atrial lead exhibited poor sensing. The lead was capped and replaced. The patients condition post procedure was good.